Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a 6-12f mynx control venous vascular closure device (vcd) was tested prior to use, the balloon would not deflate. The device was not used on the patient due to this. There was no reported patient injury. The device is being returned for evaluation.